Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was broken and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's interface board and internal battery were replaced to address the issues.